Event description:
Device issue: failure to cross to treat perforation. Time of device issue: during the procedure. Adverse event: required intervention subsequent death. Onset of adverse event: during the procedure. It was reported that during dilatation of the circumflex vessel with a voyager nc which was pressurized to 12 atm, a perforation occurred. The graftmaster stent was being used to treat the perforation; however, it was unable to cross. Therefore, coiling of the coronary artery was performed and the patient was sent to the intensive care unit (ICU). The patient died six days later. No additional event or patient information is available.

Manufacturer narrative:
(B) (4). The customer reported that the device was discarded. The lot number was provided. Review of the device history is forthcoming. A follow-up will be submitted with any relevant information.